Event description:
A tech reported that following intraocular lens (iol) implant surgery, the iol was rotated 90 degrees due to a broken haptic. Add'l info was received from the tech, who reported the iol was exchanged and replaced with the same model iol. The nurse indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
Eval summary: the product was returned. Solution was observed and broken haptic damage was observed. The optic was caught in the lens case on two posts of the lens case by misalignment in the lens case upon return. Results from the product history record review indicated the products met release criteria. File indicated the use of an unapproved viscoelastic. The root cause of the complaint is most likely related to a failure to follow the dfu. The use of unapproved product combinations may result in lens delivery difficulties or product damage. There has been one similar complaint reported in the lot number. Add'l info was requested and received. (B)(4).